Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not alarm/recognize when the door was open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During functional testing the device was not analyzed for this reported issue. It cannot be determined if the issue was corrected, however the device will undergo full release testing to ensure proper working condition prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.